Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and unexpected restart. Customer's blood glucose level was not reported. The buttons were unresponsive. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive act button due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test and displacement test or verify a21 alarm due to unresponsive button. No moisture damage on electronic assembly during visual inspection.